Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, damage to the display and electrical components on the circuit board were observed caused by radiation from a microwave.

Manufacturer narrative:
The customer stated that the meter felt warm, but there is no sign of burning or melting or smoke. The customer's meter was requested for investigation. Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The display on the device is blurry and missing segments. The initial reporter also stated they were not able to see the results in the meter memory. No actual misinterpretation of a result occurred.